Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A device history review confirmed that no abnormalities were reported with this product during manufacture. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During an ultrabraid plus pilot pain study, it was reported that the subject experienced higher than average pain. The treating investigator judged this event to be moderate in severity and possibly related to both the procedure and the product. Additional information received based on the physician's notes indicated that this was an interesting tear in the supraspinatus where the entire medial footprint was pulled off and retracted medially. A portion of the tendon was retracted to the glenoid margin. This appeared to be essentially a t-type tear where there is an anterior leaflet, a posterior leaflet and a split down the middle which extended to the glenoid margin. The pain experience was mostly dull and occasionally sharp, depending on the movement. The procedure was a right shoulder arthroscopy, partial glenohumeral joint debridement; double row supraspinatus rotator ruff repair; biceps tendon tendesis in groove. The patient did not require any additional monitoring or medical intervention. To treat the pain, the patient was using tramacet for pain management; previously the patient used percocet, ms contin and tylenol3. The pain was noticed immediately after the procedure. The patient was (B)(6).